Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic bent or crimped or distorted or twisted with no patient contact. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was not returned. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the batch record were met. Associated products were not indicated. It is unknown if qualified associated products were used. The company specific model is only qualified for use in the company specific cartridges. The product investigation could not identify a root cause for the reported complaint. The product was not returned. It is unknown if qualified associated products were used. The company specific model is only qualified for use in the company specific cartridges. The IFU (instructions for use) instruct: company specific foldable iols (intraocular lens) are qualified for use with a company specific qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company specific qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or product is received. The manufacturer internal reference number is: (B)(4).